Event description:
Upon internal review on 11-nov-2017, suspect product: synvisc was deleted from the case this unsolicited case from (B)(6) was received on 11- nov-2017 from the physician. This case concerns a patient (age and gender unspecified) who received treatment with synvisc one injection and after unknown latency the patient experienced allergy. No relevant medical history, past medications and concomitant medications were reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection, once (dose, indication, lot number and expiration date: not reported). On an unknown date, the patient experienced allergy after application of the product (latency: unknown). The patient was hospitalized on an unspecified date. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with gptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: in-patient hospitalization upon internal review on 11-nov-2017, suspect product: synvisc was deleted from the case additional information was received on 03-dec-2017. The global ptc number with ptc results were added. Text was amended accordingly.

Event description:
Upon internal review on 11-nov-2017, suspect product: synvisc was deleted from the case this unsolicited case from (B)(6) was received on 11-nov- 2017 from the physician. This case concerns a patient (age and gender unspecified) who received treatment with synvisc/ synvisc one injection and after unknown latency the patient experienced allergy. No relevant medical history, past medications and concomitant medications were reported. On an unknown date, the patient received treatment with intra-articular synvisc /synvisc one injection, once (dose, indication, lot number and expiration date: not reported). On an unknown date, the patient experienced allergy after application of the product (latency: unknown). The patient was hospitalized on an unspecified date. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: in-patient hospitalization. Upon internal review on 11-nov-2017, suspect product: synvisc was deleted from the case.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from the physician. This case concerns a patient (age and gender unspecified) who received treatment with synvisc/ synvisc one injection and after unknown latency the patient experienced allergy. No relevant medical history, past medications and concomitant medications were reported. On an unknown date, the patient received treatment with intra-articular synvisc /synvisc one injection, once (dose, indication, lot number and expiration date: not reported). On an unknown date, the patient experienced allergy after application of the product (latency: unknown). The patient was hospitalized on an unspecified date. Action taken: unknown for synvisc. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: in-patient hospitalization.